Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00039. It was reported one of the patient's leads displayed high impedance. Surgical intervention may be pending to address the issue. Note: all of the patient's leads are being reported as it is unknown which lead has high impedance.

Manufacturer narrative:
The event of lead replacement due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the patients leads were explanted and replaced. Surgical intervention addressed the issue.